Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when customer service reviewed the call. The reporter stated that the alleged inaccuracy began on "(B)(6) 2016, unknown times." The reporter claimed that the patient obtained alleged inaccurate erratic blood glucose results of "150 and 60mg/dl" on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference exceeds lfs's criteria for precision. The patient manages his diabetes with insulin pump therapy and the reporter stated that he consumed food and/or drink "carbs" on "(B)(6) 2016 as a result of the alleged meter readings he obtained. The reporter denied that the patient developed any symptoms and no medical intervention was required. The reporter stated that another device was used to obtain a result. However, they were unable to recall either the device name or the result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was obtained from an approved site. The patient carried out the correct testing steps, the test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.